Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were trying to turn down their stimulation to be able to urinate but they were unsuccessful. Patient stated that they tried to pee this morning but nothing comes out. Patient said they were having urinary spasms. Patient said that they don't know if there's something wrong with the device. Patient mentioned that they have turned the device off/on, and confirmed that they're feeling the stimulation but it seems that it's still not allowing their bladder to "open". The patient also stated that they were in the emergency room at (B)(6) medical center. The patient mentioned that they are currently catheterized and that they took 1400 plus out of their bladder. Agent walked patient through connecting their handset to their implant and patient was able to connect and turn their stimulation down. Agent reviewed with patient to monitor their symptoms under the therapy settings and to follow up with their managing health care provider to further address the issue.